Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is rec'd. A lot history record review was completed for the reported product lot number. There were no nonconformance issue(s) with this production lot. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, as the delivery device was being pulled back after deploying the seal, the seal was removed along with the delivery device and did not stay in place. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the product in question.